Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose. The customer's blood glucose was 50 mg/dl. Customer also stated they were unable to hear their alarm when they were experiencing a low or high blood glucose event. The customer declined to troubleshoot. No additional information provided.